Event description:
On (B)(6) 2015 at 4:00 pm. Resident of (B)(6) was being transferred from bed to the wheelchair by two cna's. They were using a golvo liko lift 7007 es (B)(4). The resident was in his sling suspended and half way between the bed and the wheelchair when his body partially fell out of the sling to the right side of the lift and he hit his head on the leg of the lift. Ambulance activated immediately and arrived within 20 minutes. Resident was transferred to the hospital. Based on the investigation findings we know that the pt fell backwards on the leg of the lift causing significant injury. We did identify that in the initial phase of the investigation the sling size the staff said they used was different than the sling size actually in use. As we proceeded to investigate we determined that the sling used was an extra large sling and did not meet the sling size chart for pts weight however it was determined the pt did have a wide girth and his thigh circumference was appropriate to use an extra large sling. Manufacturer recommends when a pt has these conditions that you consider moving to the next larger size. Scenarios where the resident could have fallen out the bottom of the sling based on the size of sling being too large were played out and based on the investigation we determined that this is not likely a cause for the fall. Scenario of the staff leaving a hook off the sling bar or did not secure it prior to the transfer causing him to fall was reviewed and unable to determine this happened but had a probability of causing the fall. Based on witness staff interviews we could not be certain that this was the cause of the fall. Scenario that the staff put the lift sling too low on the pts back causing him to be top heavy and falling backwards during the transfer was reviewed and could not determine that this happened but has probability of causing the fall. Witness staff interviews indicate that the pt's shoulders was well below the top of the back of the sling. They stated that he was cupped in the sling as they began and proceeded with the transfer. Given the residents condition it is less likely that he could have the muscle control to hold his neck and back up enough to clear the bed in this situation. Scenario that the resident was not placed in the center of the sling and slid out the side onto the leg of the lift was reviewed and could not determine this happened and had low probability of causing the fall. A scenario given that the resident has poor muscle tone and has spastic quadriplegia and part of his body most likely his head possibly jerked while suspended in the air triggering the sling and the bar imbalanced causing the bar to tip to the right side could have caused his fall but we are unable to determine this as what occurred. Based on the facts, it is reasonable to assume that altered staff technique could have occurred during the transfer without the cna's being aware. The investigation determined that this accident was unintentional and unexpected. There is no evidence based on the investigation that this was an avoidable accident. Incident was reviewed to identify contributing factors. Investigation revealed that there were no environmental hazards, the hazards and risks with golvo liko lifts had been analyzed based on staff interviews and preventative maintenance logs, the interventions used were consistent with the resident's plan of care, and there had not been prior accidents that warranted any changes to modify the interventions. There is no evidence to believe that abuse/neglect occurred. The facility does not have prior incidents similar in nature.